Event description:
The complainant reported a patient was taken to the cardiac catheterization laboratory (ccl) for impella placement. The impella was successfully implanted in the right groin. While on support, the patient experienced access site bleeding, atrial tachycardia and sepsis. The impella was removed and repair to the right iliac for bleeding done by the vascular surgeon. It was reported the groin sutures were not holding the pump in place and a bit of the catheter was sticking out, this was fixed by adding forward tension sutures and redressing, no further oozing was noted. Reportedly the physician suspected the patient had a urinary tract infection which could be the reason for the septic issue. The impella site was noted to be clean and dry, the patient¿s urine was reported to be clear yellow, and the coronary artery bypass graft was planned for the next day.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records. Impella cp with smart assist system instructions for use for the related event are as follows: impella cp with smart assist system. Section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product for the root cause of this investigation is not determined. F6/f8-should have been left blank on the initial manufacturer device report number 1220648-2024-10667 in accordance with updated procedures. G1 reporting contact email revised on manufacturer device report 1220648-2024-10667 in accordance with updated procedures. G1 reporting contact fax number was inadvertently omitted on the initial manufacturer device report number 1220648-2024-10667. H6 component code revised from the initial submission in accordance with updated procedures.